Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 7f sheath after an interventional procedure for peripheral arterial occlusive disease. Reportedly, after clip deployment, the starclose became stuck and couldn't be removed even when the thumb advancer was released and the safety release was used. Cut down surgery was performed to remove the device and achieve hemostasis. Hospitalization was prolonged. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported device entrapment, difficulty removing, mechanical jam, and resistance deploying the thumb advancer could not be replicated in a testing environment based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the starclose instructions for use states: do not deploy the clip in areas of calcified plaque. The reported device entrapment, difficulty removing, mechanical jam, and resistance deploying the thumb advancer appears to be related to interaction with the sheath and flex-guide due to device angle placement during thumb advancer deployment. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, it was reported that the starclose was used in a calcified vessel. There was slight resistance when deploying the thumb advancer. No additional information was provided.